Event description:
Our pharmacy team discovered discoloration that looks like some kind of contamination in or on the tubing for chemo spikes. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, ICU medical (per site reporter). Waiting for their response.